Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited an aberrant high out of range right ventricular shock impedance measurement. Technical services (ts) reviewed and advised shock impedance measurements returned to normal limits the following day. Reprogramming was subsequently completed. Additional information has been requested but was not provided at this time. This crt-d remains in service. No adverse patient effects were reported.